Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the newly placed right atrial (ra) leadless pacemaker (lp) exhibited stretched helix. The ralp was not implanted and the procedure was concluded without any replacement implanted. The patient was discharged home.